Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to the doctor's coaguchek xs plus meter. This medwatch will cover the doctor's system. Refer to medwatch with patient identifier (B)(6) for information on the patient's system. The result from the customer's meter was 6.1 inr at 10:03 a.m. The result from the doctor's meter was 3.7 inr at 3:30 p.m. It is not clear which result was believed to be correct. The customer's therapeutic range is 2.5 - 3.5 inr. The customer is in "normal" condition.